Event description:
It was reported the hand piece was being used during an unknown procedure. It was reported the hand piece caused the generator to emit a constant tone when activated. A test tip was tried with no success. Another hand piece was used to complete the case. There was no adverse patient outcome.